Event description:
Caller reported a continuous glucose monitor error, which was identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue, and the caller successfully initiated their sensor session without further complications.